Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.